Event description:
It was reported that, "the patient continued to live a very active life and it resulted in excessive wear."

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.